Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-63476. MFR# is being retracted as it is report duplication. 1818910-2018-63476 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 31 aug 2018. Sticker sheet provided of attune implants. No allegations provided of patient injury or product failure, nor report of revision.